Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited a rise in thresholds, a revision procedure was judged by the physician. The lead was attempted to be withdrawn by rotating counter clockwise and tugging it, but it failed. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.